Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a loss of sensing was noted on the device. At the clinic, the device was unable to be interrogated on the first attempt, but could be interrogated on a second attempt. The device was reprogrammed to resolve the event and the patient was stable with no consequences